Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse performed routine service repair and replaced hardware components. Although the hardware components were replaced, the parts were unrelated to this event. This is believed to be an isolated event. The cause was not identified.

Event description:
The customer reported that the unicel dxc 800 synchron system generated one false high glum (glucose, modular chemistry) result. The result was reported outside of the lab. The customer reran the patient sample and obtained lower glum result. There was no change to patient treatment attributed to this event. Controls (qc) ran before this event met the laboratory's established ranges. Qc failed low after this event.